Event description:
It was reported that the device's flow rate was too high. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device's flow rate was within specification. There was no known cause of the reported issue, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.